Event description:
Reportable based on analysis completed (B)(4) 2012. It as reported that during a percutaneous coronary intervention, crossing difficulties were encountered. Details of the lesion are unknown. The physician was unable to cross the lesion with a 2.75 x 20 mm promus element stent. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The stent struts on rows one and two at the distal end of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).